Manufacturer narrative:
This follow-up MDR is being submitted to correct information previously reported and to document the final investigation results. The following corrections and updates have been made: section b3 (date of event) was corrected. Section d1 (brand name) was corrected. Section d9 (date device returned to manufacturer) was corrected. H6 component code, type of investigation, investigation findings, and investigation conclusions codes were updated to reflect investigation closure. Investigation summary: the root cause of the ¿system self check failure¿ on (B)(4) was due to a power management circuit board component failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The controller was received. Upon inspection, it was noted that the tamper label was missing. When the console was powered on, a ¿system self check failure¿ message was displayed. The console was opened to inspect for any loose connections or obvious issues; however, none were observed. After closing the console, it was powered on again, and the same ¿system self check failure¿ message was displayed.